Manufacturer narrative:
(B)(4). Batch n93p3h. The device was returned with the blade tip broken off and returned in a separate bag. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was an alert screen and noise issues. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. There were no abnormal sounds were heard during testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic sleeve procedure, it was reported by the surgeon that the device kept shutting down stating to remove instrument and retest and would continue throughout case. In addition, there was a muffled tone unlike it normally sounds like when activated. Another like device was used to complete the procedure. There were no adverse consequences for the patient.